Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was cut. Envelope seal was intact. The product passed the leak test. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
The lot number for the device is not available. The UDI number is not available. Patient identifying information is not available. The last known patient status is fine. The product was leaking. The case continued without impediment. There was no unanticipated tissue loss as a result of this problem. There was no tissue damage as a result of this problem. There was no blood loss of 500cc or more due to the product problem. Surgical time was not extended by more than 30 minutes due to the product problem. Nothing fell into the patient cavity. The incision was not extended due to the product problem. The device was not reprocessed or re-sterilized prior to use. No photos of the device are available.

Manufacturer narrative:
(B)(4). Device manufacture date: since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a robotic whipple procedure, the port was leaking during the case. The seal was torn. The patient is fine.